Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. Programming has been unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue.